Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the patient experienced unstable angina. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending (lad) artery extending to the distal lad with 80% stenosis and was 48 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of two 2.50 mm x 24 mm promus premier stents. Following this intervention, post-dilatation was performed with 0% residual stenosis. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, the subject presented with unstable angina and was hospitalized for further evaluation and treatment. Nine days later, the event was considered recovered/resolved and the subject was discharged on the same day.